Manufacturer narrative:
This event was originally reported by the provider on (B)(6) 2019. On 11/01/2019, additional information was received from the provider to indicate that the event was reported in error.

Event description:
The event was reported in error by the customer.

Manufacturer narrative:
(Age at time of the event): no information. The doctor did not provide the date of event. Weight: no information. The doctor did not provide patient weight. Ethnicity & race: no information. The doctor did not provide ethnicity or race. Date of event: no information. The doctor did not provide date of event. Explanted: no information. The doctor did not provide explant date. The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 1st of 2 failed implants on the same patient. See report 3011649314-2019-00601 ((B)(6)) for the report on the 2nd implant.

Event description:
It was reported that a hahn tapered implant failed. The implant was placed on (B)(6) 2019. The explant date was not provided. However, the provider notes that there was swelling, pus, and a failure to osseointegrate. It was at that time that the implant was removed. The patient has type d3 bone quality. There was no abnormality noted with the implant itself.